Manufacturer narrative:
This part is not approved for used in the us, however a like device with part# 5440130, 510k#k102555 an (B)(4) is marketed in the us. Product analysis: visual, optical and microscopic examination of the set screw found witness marks and node morphology consistent with full engagement along the entire centerline of the set screw. Microscopic examination of the set screw thread found surface witness marks on the upper thread flank. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue.

Event description:
Pre-operative diagnosis:lumbar spinal canal stenosis procedure: transverse lumbar interbody fusion levels: l3-l4, l4-l5 it was reported that during surgery, burrs occurred from the set screw when the surgeon tried to place a set screw. Burrs were removed and the set screw was exchanged with new one. The surgeon placed a set screw temporarily and performed final tightening.no patient complications were reported as a result of the event.